Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: two paramedics arrived on the scene of a patient in cardiac arrest. The first medic began insertion of ez-io needle but the driver stopped working. The second medic had a backup driver and the needle was inserted successfully. The patient is deceased.

Manufacturer narrative:
(B)(4). The DHR is not available for review in the us. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance could not be performed as the certificate is not available. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned.

Event description:
Issue reported: two paramedics arrived on the scene of a patient in cardiac arrest. The first medic began insertion of ez-io needle but the driver stopped working. The second medic had a backup driver and the needle was inserted successfully. The patient is deceased.